Event description:
A bd insyte angio cath 20ga 1.00 in 1.1 x 25mm lot 3297570 was placed in pt with part of the plastic sleeve breaking off in the pt. There was an xray and ultrasound done of the antecubital area done that showed the retained object. The pt had to be taken to surgery and have the retained portion removed. Both the original catheter and retained portion have been kept.